Event description:
Event description cpi received information that this patient with this implantable cardiverter defibrillator and endotak transvenous defibrillation lead had fallen and injured her stomach after which she received inappropriate shocks. An invasive procedure was performed and it was discovered that the lead was completely cut off close to the header. The physician elected to remove both the lead and ICD.